Event description:
Incorrect joint behaviour. Triggering of the swing phase is not possible at all (stiff), permanent, after some time. Fall + injury, not known if report to authorities. The swing phase did not initiate while walking, further details are delivered with the customer joint. Patient stays in hospital with a fracture of the thigh the technician says he needs to speak to our safety officer first, only then do we know whether there will be a report to the authorities. He has not been able to reach him so far. But it has already been reported to bg. At the time of the accident, we do not have any further information. The patient undergone surgery yesterday, so it probably happened yesterday or the day before yesterday.